Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2010; 479878 lead implanted: (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced unspecified symptoms. There were multiple lead integrity alerts (lia) on the rv lead due to high rate non-sustained (hrns) episodes and pacing impedance variation. There was undefined high pacing impedance, non-physiologic noise/oversensing and a suspected rv lead fracture. With the patient in-clinic, the oversensing could not be reproduced. It was further reported that atrial tachycardia/atrial fibrillation (at/af) episodes also appeared to show noise/oversensing on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.